Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event date: (B)(6) 2015 or remains implanted. Explant date: (B)(6) 2015 or remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 4 MDR's filed for the same patient (reference 1825034-2015-02794-1 / 2016-01647 / 2016-01648 / 2016-01649). Product location unknown.

Event description:
It was reported that patient underwent a revision procedure approximately ten (10) years post-implantation due to pain. During the procedure, the modular head and acetabular cup were removed and replaced. Patient's legal counsel reported that patient underwent a revision procedure approximately ten (10) years post-implantation due to pain, weakness numbness, tingling around left hip, unable to bear weight on left leg, elevated metal ions, metal debris, metallosis, and a lack of acetabular bone ingrowth. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records/radiographs identified the following: the patient was revised due to increasing pain and disability. MRI findings of psuedotumor. After incision, a large amount of murky fluid which was removed. The entire hip joint cavity was involved with metal debris and was debrided. The psuedocapsule was excised. The acetabular cup was easily explanted and with very little bone loss. Bone graft was placed in reverse ream and final acetabular cup placed. There was a cerclage wire which was removed. The trochanter and abductor mechanism were in continuity, although there had been a fibrous union. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision procedure approximately ten (10) years post-implantation due to pain, difficulty ambulating, pseudotumor, altr, and tissue damage. The patient was also experiencing numbness and weakness in the left hip with a tingling sensation. During the procedure, the modular head and acetabular cup were removed and replaced. A large amount of murky fluid, consistent with metallosis, was removed. Attempts have been made, and no further information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cup 15-105058 ln 172190, stem 11-104213 ln 570460. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.